Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The customer replaced the sensor to resolve the issue. Additionally, it was reported that the transmitter lost connection with the pump for an unspecified duration of time. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. No additional patient or event information was available.